Event description:
A patient¿s family member reported that the patient passed away on (B)(6) 2014. It was stated that the patient¿s physician has since retired. A copy of the patient¿s death certificate cannot be obtained as the manufacturer is not eligible to obtain a copy of the patient¿s death certificate per the department of vital records in the state the patient passed away in.